Event description:
It was reported that the implanting physician did not use to fix the catheter to the fascia, so there had been problems with many of his patients because the catheter would go out of the intrathecal space.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).